Manufacturer narrative:
Voluntary medwatch number mw5154570 was received on 22may2024. Section a2: corrected. Section e4: corrected. Section g2: corrected. Section h6, health effect - clinical code: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation as no images were submitted. A specific cause for the reported obstruction could not be conclusively determined. Additionally, a direct correlation between the device and the reported patient conditions could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the emergency room in 2022 for weakness, nausea, diarrhea, and had a computed tomography (CT) scan which incidentally showed outflow graft thrombus. There were no issues with pump flow at that time or any alarms. Repeat CT scans in 2022 showed outflow graft thrombus amounting to 2/3 lumen obstruction at area of greatest stenosis. The patient was stable on a repeat CT scan in 2023. The site was following with close surveillance.